Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse reported the cause of the control failure to be loose connections. He tightened the syringe pump glass syringe cover and the tubing connections on the syringe, color gravity module (cgm) and pipette to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated that there were false negative urine bilirubin control failures on their ichem velocity automated urine chemistry system. Erroneous patient results were not reported out of the lab and there was no change or effect to patient treatment in connection to the event.